Manufacturer narrative:
On 12 december 2016 the r&d project manager performed a visual inspection of the retrieved explants and commented as follows: the pieces were analyzed. The ceramic head was inside the dm liner. Some signs inside the head were noticed, probably due to the grip with the taper. A little sign was present on the rim of the head, probably occurred during the extraction. From the received pieces it was not possible to determine the root cause of the event.

Manufacturer narrative:
Batch reviews performed on (B)(6) 2016. Lot 160828: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 161742 ((B)(4)). A (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d and swapped the head and the liner. The surgery was completed successfully.